Event description:
It was reported that during a therapeutic ureteroscopy the tip of this stone cone detached in the ureter. Under fluoro the doctor could see that it had migrated into the kidney but he was not able to find it to retrieve it, he chose to leave it. The pt voided the tip a few days later with no complications.